Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the issue occurred during surgery. Customer was not actively using the cautery when it broke, the instrument was being used as a grasper. The procedure was completed as planned with no harm to patient using a backup fenestrated bipolar forceps instrument. Isi did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.